Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a gastrectomy, the cartridge was loaded properly into the device, however, when the surgeon pressed the green button to fire, the stapled deployed but the knife did not cut. There was no tissue loss. There was no extension of the incision by more than one inch. There was no blood loss of 500cc's or more. There was no surgical time delayed by more than 30 minutes due to the product problem. There was no device fragment or component falling into the patient's cavity. There was no device fragment left in the patient. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.